Manufacturer narrative:
Follow up information (breakage questionnaire) received on 01-aug-2016: after placement into tube the device was released. As the catheter was removed the metal coil (implant) was noted to break off at junction of tube/uterus. Only the piece that broke off was retrieved from uterus. The physician reported that all instructions for use steps were followed. The patient had no injury. The physician stated that breakage could not lead to a serious injury under less fortunate circumstances. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure as the catheter was removed the metal coil was noted to break, previously reported as 6 coils of the outer coil broke off in the cavity. This event is anticipated according to the product technical analysis. In the present case, the device breakage occurred during the essure insertion procedure, therefore a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 21-jun-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number d14836, for sterilization. It was reported that the essure was placed in the fallopian tube. Once the catheter was detached, 6 coils of the outer coil broke off in the cavity. Physician tried to remove insert with no success. This happened with the first essure device; they were skeptical to use the second device with the same lot number so they got a brand new kit to place the second device (second device inserted with different lot number). Follow-up received on 13-jul-2016: quality safety evaluation of ptc: ptc global number: (B)(4). As of jul 08, 2016, the responsible quality unit has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the responsible quality unit in the future, a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure 6 coils of the outer coil broke off in the cavity. This event is anticipated according to the product technical analysis. In the present case, the device breakage occurred during the essure insertion procedure, therefore, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.